Event description:
An other health care professional reported that during an intraocular lens (iol) implant procedure, the lenses are marked by the injector. Additional information was requested and received stating the lens has been cut and removed from the patient's eye during the initial procedure and the surgery was completed with back up lens. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens marked by injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A photo is attached to the parent file and was reviewed by the investigation site. The photo is of a lens only. Some sort of mark can be observed on the lens. However, the handpiece is not seen in the photo, therefore, the reported event cannot be confirmed from the photo. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).